Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Company representative communicated that the customer was called the customer reported she was hospitalized for high blood glucose. The customer was unsure if it was related to the insulin pump or the flu shot she had taken. The customer stated that another time she had low blood glucose and her sister could not wake her up. Finally she woke up, treated and did not have to go to the hospital. The customer declined transfer for troubleshooting.